Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During an ICD replacement procedure, it was noted that the riata lead was externalized. The lead was capped and replaced and the event was resolved. The patient is in stable condition.